Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The certitude delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Relevant imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The difficulty tracking the delivery system through the anatomy was unable to be confirmed as neither the complaint device nor applicable imagery was returned. Per the training manual: "an increase in mr or decrease in mitral leaflet mobility suggests wire entanglement in the mitral subvalvular apparatus . If entanglement is suspected: guidewire should be pulled back to lv redirect guidewire reinsert guidewire, checking again for wire entanglement in some cases, lv puncture may need to be relocated increased resistance during tracking of the delivery system may indicate mitral valve apparatus entanglement" if the guidewire was malpositioned during insertion, it may lead to possible entanglement when the delivery system is advanced over the wire. It is possible that the delivery system with crimped thv caught onto the patient anatomy, causing the system's inability to be advanced further. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (malpositioned guidewire) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, the patient was undergoing a transapical transcatheter aortic valve replacement procedure. A non-edwards bav was inserted through the 21fr certitude sheath without issue and bav was performed. The bav was removed. The 29mm certitude delivery system was advanced through the 21fr certitude sheath. The certitude delivery system and 29mm sapien 3 valve appeared to get stuck under the chordae tendineae or pap muscle and the delivery system could not pass. The patient's blood pressure did not return post-bav. Balloon pump was attempted. The valve could not be deployed, and the patient expired. The wire going under the chordae tendineae/pap muscle during puncture of the ventricle and sheath insertion was thought to be a possible root cause of the delivery system becoming stuck under the chordae tendineae/pap muscle.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded.